Event description:
During coiling of a distal anterior cerebral artery aneurysm, two orbit coils were placed and detached. A third orbit was placed in the aneurysm, but not detached. It was removed. This was followed by the placement and detachement of a forth coil. Following placement of the first two cordis coils (637cf0510 & 637mf0407) and before detachement of the final coil (637hf0406) in the aneurysm, platelet aggregation was noted at the junction of the coil ball and parent vessel. It is not known if the platelet aggregation occurred prior to or after te third coil (637mf0304) was placed and removed. The fourth coil (637hf0406) was then detached in the aneurysm with the trailig edge slightly extending into the parent vessel. The aneurysm was bilibed measuring 6.7cm in maximum dimension. The lager lobule measured 5.7 and the smaller measured 2.9mm in size. The neck of this aneurysm measured 3.4mm. It was reported at a total of 6000 units of intravenous heparin was given to maintain the act in the upper 200/low 300s.

Manufacturer narrative:
An intravenous bolus of reopro was administered with no significant change in the platelet aggregate. There was deplayed washout of the distal right a2 beyound the coil ball, but continued flow was demostrated throughout the procedure. No significant residual filinf of the aneurysm itself was seen on the final working projection view. No distal emboli were indentified, but there was an approximately 1x3 mm intr-arterial thrombus with flow around it at the end of the procedure. The pt awoke from general anesthesia without deficits. The produxt was not returned for analysis. As the lot number was not provided, the lot history and manufacturing records review could not be performed. There are no procedural factors identified contributing to reported thromboembolic event. It is not known if pt factors contributed to the event. The wide necked bilobed aneurysm characteristics may have contributed to the thromboembolic event. It is not possible to implicate any one specific orbit coil. With the information provided and without the returned product the exact cause of the reported.this is one of four products involved in the same pt and reported under manufacturing number # 1058196-2006-00100, # 1058196-2006-00102 and #1058196-2006-00104.